Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2015 due to osteoarthritis, and then experienced revision surgical procedure on (B)(6) 2023 approximately 7 years and 9 months after initial implant. No images were provided. There is no other information available.

Manufacturer narrative:
Concomitants: (B)(6) 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t. (B)(6) 02-012-51-5009 - logic tib insert impl crc, sz 5, 9mm. (B)(6) 1400-ag - cemex gento low viscosity 40g kit. (B)(6) 200-02-35 - three peg patella 35mm. (B)(6) 201-78-14 - holding pin headless sharp point long 4pk. These devices are used in treatment and not in diagnosis. Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, d4, g3/g4, h4 PMA 510k cannot be determined; device is unknown. UDI #, serial #, expiration and manufactured dates unknown. The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening, instability, and prosthesis wear, or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of loosening, instability, and prosthesis wear, or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect, medical device, component, and investigation clinical codes.